Manufacturer narrative:
One used company cartridge was returned with seven unopened company cartridges for this lot. The used company cartridge was microscopically examined. Inadequate viscoelastic was observe in the cartridge. The used company cartridge had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on left side of the tip. One of the returned unopened company cartridges was opened for evaluation. No damage or foreign material was observed. The unopened company cartridge was functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens delivery. Top coat day stain testing was conducted with acceptable results. A video was provided. The lens and cartridge preparation were not shown. A yellow single-piece lens can be observed advanced to the parting line. The tip in inserted into the incision and the lens advanced. The leading haptic is tucked in the optic fold. The plunger tip appears to have been advanced inside the optic fold. As the single piece toric lens unfolded, a linear material was observed on the posterior optic surface. This material was removed with forceps and place on the lens case. The lens remained implanted. This appeared to be the same lens in the provided photo. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated. A non-qualified viscoelastic was indicated. The root cause for the reported issue could not be determined. Based on the review of the provided video and the returned used company cartridge, the reported foreign material may have been internal coating material from the damaged company cartridge tip. The removed material was not returned for evaluation. One of the returned unopened company cartridges was functional and dye stain tested. No lens or cartridge damage or foreign material was observed after the lens delivery. Top coat day stain testing was conducted with acceptable results. A non-qualified viscoelastic was indicated and there did not appear to be adequate viscoelastic in the retuned used company cartridge. Per the IFU(instructions for use): the company iol(intraocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Company lens IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. There have been six another complaints reported in the lot number. (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the presence of a more or less sticky deposit on the posterior surface of the implant after injection. Additional information was requested. There are five medical device reports associated with this event. This report is five of five.